Manufacturer narrative:
Evaluation summary: device returned with sheath and stylette in place. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. The device returned with a detachment on the hypotube 0.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3.3cm and 8.5cm proximal to the detachment site. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Image review: the procedural images capture a lesion site in the lad. Calcification is evident in the lesion site from the images. The next image captures the successful deployment of the resolute integrity device at the lesion site, however there were no images capturing the deformation caused to the shaft of the stent delivery system while advancing through the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity device was attempted to be used to treat a moderately tortuous, severely calcified lesion in the lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that the shaft of the stent delivery system became deformed while advancing the device through the lesion due to the calcification. The shaft did not completely detach from the device. The procedure was completed using another resolute integrity device from the same lot. No patient injury is reported. The physician has reported that the event was due to use of the device in a difficult lesion morphology/anatomy.